Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine check. Upon attempted interrogation, the pulse generator could not be interrogated. The programmer was used previously without issues. The clinician attempted various positions and orientations of the wand but were unsuccessful. On (B)(6) 2016, the device was explanted and replaced. No further information was available